Event description:
The allergist reported that a patient developed contact dermatitis after a procedure was performed with a gif-h180 scope and a non-manufacturer bite block. The contact dermatitis occurred weeks after the procedure. The company representative informed the allergist that the insertion tube of the gif-h180 scope was made of urethane. The patient will be tested to determine if there is an allergy to urethane and if the contact dermatitis is a result of the scope. The allergy test has not been completed as of the date of this report.